Event description:
A pt's spouse reported that since receiving an intraocular lens (iol) implant in right eye, the pt has diamond shape facets in eye that others can see. The iol remains implanted. The pt has many other eye problems contributing to the pt's poor vision of 20/400. Additional info has been requested from the implanting surgeon.